Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer was provided a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that multiple buttons were inoperative including the charge button. An inoperative charge button would prevent the devices' ability to deliver defibrillation if it were necessary.

Manufacturer narrative:
Physio-control further evaluated the customer's device and found a short between pins 15 and 17 on jack connector designator j31 on the user interface pcb assembly. Cause of the short could not be determined. The device was retained by physio-control.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that multiple buttons were inoperative including the charge button. An inoperative charge button would prevent the devices' ability to deliver defibrillation if it were necessary.